Manufacturer narrative:
Addrl1, ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high threshold measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.